Event description:
It was reported that a cassette leaked during the priming phase of peritoneal dialysis therapy on a homechoice machine. The patient was not connected to the device at the time of the leak. The leak was said to originate from the cassette itself behind the door of the homechoice. The cassette was disposed of and the patient started therapy over using new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the sample was discarded, an evaluation could not be performed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the reported event could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.